Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/13/2020. Corrected information: b1, h1 - additional information was received regarding this event and it was determined that this event is no longer malfunction reportable. Therefore, this medwatch report 2210968-2020-06119 will be voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/15/2020. Additional information: d10, h6. Additional information was requested and the following was obtained: prolonged surgery and delayed the recovery of patient after anaesthetics. Additional h3 investigation summary: it was reported performance pull off - suture needle one picture was provided for analysis. Upon visual inspection of the picture, the following was observed: one labeled winding former with partially dispensed suture. One suture inside a labeled winding former. Six labeled winding formers with a detached needle and suture. All samples belong to product code w9580, lot phz752. However, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. One empty open foil, a labeled winding former with a detached needle and suture of product code w9580, lot phz752 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance pull off suture needle, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number phz752 ¿ w9580t, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was indication or name of this surgical procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? How much time the surgery was prolonged due to this pull off event? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Please describe in details what does ¿affected to patient's health¿ mean? Please provide a device return status?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that pull-off suture needle occurred while stitching. The stitches were removed and replaced with another like suture. It was also reported that the surgery was prolong and affected to patient's health. Additional information has been requested.